Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient's death was associated with progression of cardiomyopathy. It was unknown if the death was related to the ipg device. The ipg remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure with a drop in ejection fraction from 42 percent to 20 percent as a result of the leadless implantable pulse generator (ipg) implant. The device was still in use with a plan for upgrade procedure to cardiac resynchronization therapy pacemaker (crt-p) at a later date once the patient¿s condition stabilized. Subsequently, the patient experienced shortness of breath and increased brain natriuretic peptide (bnp). The patient dead of pneumonia and heart failure. The upgrade procedure was canceled. The status of the leadless ipg is unknown.